Manufacturer narrative:
Analysis of the device is anticipated and the results will be sent upon completion of the investigation.

Event description:
Medtronic received information that during treatment of an aneurysm, located in the right internal carotid artery just above the ophthalmic artery, the pipeline device did not open. It was reported that the physician delivered about a third of the pipeline (less than 50 %) outside the microcatheter, but the distal part of the pipeline did not open. The physician then decided to resheath the pipeline and a second attempt was made, while attempting to resheath the system the pipeline became stuck inside the distal segment of the microcatheter. The physician then tried to release the load to help the pipeline open, however did not work, therefore decided to recover the entire system. A new device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The pipeline flex delivery system was returned stuck within the microcatheter for evaluation. For further examination, the pipeline flex delivery system was pushed out of the catheter lumen with difficulty. A minimal amount of blood was observed inside the catheter lumen. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire was found to be bent. The distal end of the pipeline braid was found fully opened moderately frayed; while the proximal end of the pipeline braid was found fully opened with no damage. The catheter was observed to have accordion damage. No other anomalies were observed. Based on the customer photo the clinical observation was confirmed; however, the returned pipeline braid was found fully opened and moderately frayed. We are unable to definitively determine the cause of the reported experienced. It is possible that the ¿moderate vessel tortuosity¿ may have contributed to the ¿resistance during delivery¿ preventing the device from resheathing; subsequently causing the pipeline flex delivery system and catheter to become damaged and stuck. However, the cause for the resistance could not be determined. Furthermore, the damages seen on the catheter body (accordioning), proximal wire (bending) and hypotube (stretching); suggest excessive force was used such as (pushing and pulling). Per our instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encou ntered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Do not use the pipeline flex embolization device in vessel diameters that are larger than the labeled diameter. Select an appropriately sized pipeline flex embolization device such that its fully expanded diameter is equivalent to that of the largest target vessel. An incorrectly sized pipeline flex embolization device may result in inadequate device placement, incomplete opening, or migration.¿ all products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.